Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (gender and age unknown), the device issued a "no shock advised" prompt for a heart rhythm they believe was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Subsequent testing on a simulator did not duplicate the reported malfunction. Please reference medwatch number 122098-2014-03354 for a similar occurrence on a different patient.